Event description:
During a laproscopic cholecystectomy, the needle tip broke off into the pt's abdomen. The needle tip was located but the surgeon made the decision to leave the tip in the pt and no further consequence to the pt is anticipated.